Manufacturer narrative:
(B)(4). Date sent: 3/15/2023. D4: batch # 869a11 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst60b reload (d) was returned fully fired, with the reload body damaged and the pan detached and bent. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 869a11, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Investigation summary: this is an analysis of five photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows 2 tyvek cartridges code gst60b. The second and third photos show a blue cartridge from pan area, a second cartridge seen from the side showing the pan partially dislodged from distal, and a fully dislodged pan. The fourth photo shows a tyvek code gst60b lot: 915a57. (Exp. Date: 2025-07-31). The fifth photo shows a tyvek of a device. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 915a57, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the reload separated from the silver sled under the reload. Unknown as to how the procedure was completed. There were no adverse consequences reported. Pictures available.